Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18318352/18318352.

Event description:
It was reported that the patient was experiencing no pain relief. However, it was also stated that the stimulation was covering all pain areas that the patient needed. The patient underwent an explant procedure. The explanted devices were discarded. No further information could be obtained despite good faith efforts.